Manufacturer narrative:
It was reported that the 7 months after stent placement, it was found that a half of the stent (about 4cm) was out of the papilla into duodenum due to migration, and it was partially fractured around papilla (center of the stent). It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The biliary structure where stent was implanted is narrow and curvy. Stent can be frequently pressured due to patient's lesion status and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the description, which was written that "a half of the stent (about 4cm) was out of the papilla into duodenum due to migration, and it was partially fractured around papilla", and "by seeing the image after removing the stent, a calculus was jamming", it seems that the stent placed at lower bile duct with 1.5cm sticking out of papilla had been affected by food and/or any substance and so on, resulted in stent migration. Also, it seems that the migrated stent was affected by pressure of the patient's lesion status and/or calculus resulted in fracture. It is stated on user manual as follows. Potential complications: potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration, stent fracture. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2018: bsd1008fw was placed at lower bile duct with 1.5cm of the stent sticking out of papilla. On (B)(6) 2019: ercp was performed for the replacement purpose of metallic stent due to re-occlusion. When reaching to papilla, it was found that a half of the stent (about 4cm) was out of the papilla into duodenum due to migration, and it was partially fractured around papilla (center of the stent). The stent was removed by catching a part of stent in bile duct by forceps. By seeing the image after removing the stent, a calculus was jamming, so enbd was performed instead of stent placement to finish the procedure. As there is the calculus, a tube stent would be used for this case in the future.